Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. The infection was manifested by cloudy effluent. The nature of infection was not reported. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (dosage, route and frequency not reported) for the event. The outcome of the infection was unknown. The action taken with pd therapy was unknown. Additional information was requested but was not available at this time.